Event description:
According to the reporter: it was difficult to place both prongs under staple in burns patient unlike previous model with blunt tip. The device operator recently made a switch from the appose staple remover to the premium. A 400-500 ml of blood was lost. Removal of staples for split skin graft 2:1 mesh and dressing. There was unanticipated tissue loss as a result of this problem. There was tissue damage as a result of this problem. The patients received tissue trauma and was treated with fibrin impregnated dressings and 2 x units of blood transfusion. Patient healed and was discharged. Surgical time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).